Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl), 426 mg/dl, 207 mg/dl and 277 mg/dl on mobile system 1 compared back to back with a result of 68 mg/dl on mobile system 2 when testing was performed within 10 minutes. Reporter stated that she had hypoglycemic symptoms. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(4) for the suspect device used in system 2.